Manufacturer narrative:
It appears the reported problem may have been due to the antenna system. Several antennas were disconnected and the issue is currently under investigation.

Event description:
Customer reported communication loss between the panorama central station and ambulatory telepacks, which may have resulted in no heart rate numeric at the central station. No pt injury was reported.